Manufacturer narrative:
This report is being submitted to correct the previously reported become aware date, event date, and date received by mfg to 12/12/2024.

Event description:
A bipap a30 silver series device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device, the service technician observed blower foam degradation. Additionally, the service technician noted additional findings that the printed circuit board (pcb) will need to be replaced, and the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.

Event description:
It was previously reported, "a bipap a30 device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device, the service technician observed blower foam degradation. Additionally, the service technician noted additional findings that the printed circuit board (pcb) will need to be replaced, and the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event." Additional information was received on 017mar2026 from the third-party service center, plexus. It was confirmed that during the evaluation, no foam degradation was observed. Additionally, there is no evidence to suggest that the device malfunctioned in a way that could lead to death or serious injury if the issue were to recur. Therefore, this complaint is not reportable to any regulatory agencies.

Manufacturer narrative:
This report is being submitted to correct the previous description of the event or problem, to provide the final investigation results, and to update the related coding fields. Additional information was received from the third-party service center, plexus. It was confirmed that during the evaluation, no foam degradation was observed. Additionally, there is no evidence to suggest that the device malfunctioned in a way that could lead to death or serious injury if the issue were to recur. Therefore, this complaint is not reportable to any regulatory agencies.